Manufacturer narrative:
Device evaluated by manufacturer: the device was returned partially exiting from its coil and the packaging stylus was still intact. A visual examination of the returned device found no issues with the profile of the mounted stent. During analysis, it was possible to fully deploy the stent without issue and no issues were noted with the profile of the deployed stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as the returned device review showed no evidence of either the alleged issue or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The target lesion was located in the carotid artery. After unpacking the 10 x 24 carotid wallstent mr it seemed that mounted stent was bent. The procedure was complete with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The target lesion was located in the carotid artery. After unpacking the 10 x 24 carotid wallstent mr it seemed that mounted stent was bent. The procedure was complete with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).